Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. During precleaning, water was aspirated through the instrument/suction channel with a suction pump until the aspirated liquid became clear. The air/water channel was flushed with air/water and the auxiliary water channel was flushed with water. All manual reprocessing accessories were without defect and manual cleaning was started within 60 minutes after precleaning. The scope was leak tested and performed according to the IFU. The detergent used for manual cleaning was mediclean forte manufactured by dr wiegert. The instrument/suction channel, suction cylinder, instrument channel port, and balloon channel was brushed and the air/water channel, instrument/suction channel, and auxiliary channel was flushed according to the IFU. Detergent was aspirated through the instrument/suction channel and a brush was inserted into the suction cylinder from the instrument channel. Manual disinfection was not done. An etd double manufactured by olympus was used. Endodet was used as the detergent and endodis was used as the disinfectant. The endoscope was stored in a drying cabinet and all removal parts were removed. The endoscope was not sterilized and olympus was not used for maintenance and repairs. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the uretero-reno videoscope tested positive for bacteria. The scope was a loaner device and the customer tested all devices prior to use on a patient. After a full cleaning, disinfection, and sterilization according to the instructions for use (IFU), the scope tested positive for bacteria. The scope was reprocessed again and the scop tested negative. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned for evaluation, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.